Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) , customer response, updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the reported event occurred due to the ccd unit failed due to unexpected stress on the head caused by the user's handling, resulting in no image output. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head olympus will continue to monitor complaints for this device.

Event description:
Updates on event description: the issue was observed during preparation for use. The device was swapped with a working device for the procedure. The procedure was completed with no issues.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with faulty ccd (charge coupled device) unit causing no video image. Shortage in cable was observed causing intermittent streaks on the image. Device was placed for repair. Based on evaluation findings the reported issue was found to be due to faulty ccd attributed to electronic component failure. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited no image, no video. There were no further details provided regarding the event. No patient involvement reported. No user injury reported.